Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. (Weight). The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000122824.

Event description:
It was reported that the patient was unable to put their ipg into MRI mode due to impedance on the lead. As a result, surgical intervention was taken on (B)(6) 2023 where the patient's entire system was explanted to address the issue. It is unknown which lead caused impedance issue.